Manufacturer narrative:
Intuvie received a report from mckesson indicating that the unit fail flow, and that the unit required a hex file installation. The failure mode was confirmed. The probable cause was determined to be a calibration issue. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint (B)(4).

Event description:
Intuvie received a report from mckesson indicating that the unit fail flow, and that the unit required a hex file installation. The failure mode was confirmed. The probable cause was determined to be a calibration issue. No patient involvement was reported.

Manufacturer narrative:
This supplement serves to correct previously reported information. The flow rate was not confirmed and remains unknown. Reference to complaint #: (B)(4).